Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The serial number of the meter is unknown; hence the date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date, approximately one week prior to calling, her adc blood glucose "meter was not working". Customer further reported that she "fell at that time", experiencing a loss of consciousness. Customer's mother administered a glucagon injection. There was no report of death or permanent injury associated with this event.